Manufacturer narrative:
H.6. Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. A device history review could not be completed as no batch number was provided. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that hemolysis occurred after use with a unspecified bd edta blood collection tube. The following information was provided by the initial reporter, "spoke with the customer. She is concerned that the rna tube will be hemolyzed since the edta and acd tubes drawn prior to the rna tube were hemolyzed. She wants to know how hemolysis will affect the results of the rna tube."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that hemolysis occurred after use with a unspecified bd edta blood collection tube. The following information was provided by the initial reporter, "spoke with the customer. She is concerned that the rna tube will be hemolyzed since the edta and acd tubes drawn prior to the rna tube were hemolyzed. She wants to know how hemolysis will affect the results of the rna tube."